Event description:
The trilogy ev300 ventilator was returned to a third part service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device failed an fco 81 pre-test during testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. In conclusion the root cause has been confirmed.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy ev300 ventilator was returned to a third part service center for evaluation. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the device failed an fco 81 pre-test during testing. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) needs to be replaced to address the issue. In conclusion the root cause has been confirmed. New information: repairs were performed at the service center by a field service engineer (fse). Following the initial inspection, the fse replaced the proportional valve aecm, and the 3-way solenoid valve. After replacing the components, a second hard reset was performed, the technician confirmed the log files were cleared, and a circuit calibration was completed. A preliminary system test was conducted and passed successfully. The fse then proceeded with the final test, which also passed. In conclusion, the failure of the aecm and the 3-way valve resulted in inaccurate readings that caused the device to fail testing. Replacing these components resolved the issue. The system meets the specification for the performed service and is returned to use.